Manufacturer narrative:
The device was received fully deployed. The download data returned an 0x3d alarm, indicating the step sensor was asserted before wire driven. This is an indication of a pod that is leaking. No timeouts or drive stalls were observed in the download data. The fluid path was tested for any internal tears and one was found 0.475 inches from the nail head. This tear in the cannula caused fluid to leak inside the device which caused the device to generate an 0x3d alarm and stopped the device from delivering insulin. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 19.3 mmol/l (347.4 mg/dl) with ketones of 0.2. The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with correctional bolus and consuming water.